Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a bipolar conductor wire to be stripped at the yaw pulley. There was no thermal damage. The electrical continuity test passed. The instrument was placed on the system and passed the energy delivery, recognition, and engagement test. No missing material was observed, and the unit was at its end-of-life cycle due to end-of-life indicator shown red. The complaint was confirmed by failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that the fenestrated bipolar forceps instrument had a stripped wire. There was no report of patient harm.